Manufacturer narrative:
On 2/10/2017 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On 2/10/2017 - consumer claims to have received a burn while in use of the heating pad.